Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided a di lator and a guide wire inserted through a catheter along with a photograph depicting kinks in the guide wire/catheter assembly. The dilator is being investigated under a separate complaint (1036844-2015-00406). Note: there was no mention of catheter use in the initial event description. It is assumed that the guide wire was bent during insertion through the dilator which caused difficulty inserting the catheter. The guide wire had three severe kinks but was intact and otherwise appeared typical. The guide wire was removed from the catheter, measured and found to be within dimensional specifications. An undamaged section of the guide wire was inserted through the dilator and catheter separately without resistance. A review of manufacturing records did not yield any relevant finding. The provided instructions describes suggested techniques to minimize the likelihood of guide wire damaged during use. Based on this evidence, operational context caused or contributed to this event. No further action will be taken.

Manufacturer narrative:
(B)(4). An issue was also reported with the dilator used in this event. MDR# 1036844-2015-00406 has been submitted for that malfunction.

Event description:
It was reported that during insertion in ar, the guide wire kinked. As a result, a new kit was opened and used without issue. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.